Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 6mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. Three balloon catheters were used, a 3.50mm x 12mm nc emerge and two 3.00mm x 15mm nc emerge. However, during procedure, it was noted that all three balloons ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. Three balloon catheters were used, a 3.50mm x 12mm nc emerge and two 3.00mm x 15mm nc emerge. However, during procedure, it was noted that all three balloons ruptured. No patient complications were reported.